Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient reported that they had a loss of therapy. The patient reported that they want the therapy to go lower into their feet like in the ankles, but it has never been able to go more than a few inches past knees. It was reported that there was no pain coverage for feet/ankles.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional stated that they were unaware of current issue and have not seen the patient since (B)(6) 2017.